Event description:
During shift testing, intermittently following energy discharges, the device's lcd flashes, and the device's event memory loses info, displaying on the chart recorder's critical event record as a "power interrupt" message. During the device evaluation by co, a screw was observed to be loose inside the case.